Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2016-02544 and 1627487-2016-02545. It was reported the patient has an infection. The site(s) of the infection is unknown. It was also reported the patient was being treated with antibiotics prior to sjm being made aware of the issue; however, the infection did not resolve. As a result, the scs system was explanted.